Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25) occurred during the load process. Reportedly, the customer was able to complete the load process and resume insulin delivery. The customer's blood glucose level was 250 mg/dl and it was addressed with a correction bolus via the pump.